Manufacturer narrative:
The cause of the reported issues was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when changing the infusion site, it was observed to be red and filled with pus. Reportedly, the customer's blood glucose level was elevated; however, a blood glucose value was not provided. Multiple attempts were made by tandem's technical support to obtain additional information (including infusion set) from the customer; however, no additional information was provided.